Event description:
It was reported that the customer received excessive no delivery alarms. The customer's blood glucose level was 61 mg/dl. The customer was also experiencing low blood glucose levels. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.